Manufacturer narrative:
The investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
Reference manufacturer report number: 1627487-2019-10886. Reference manufacturer report number: 3006705815-2019-03680. Reference manufacturer report number: 3006705815-2019-03681. Reference manufacturer report number: 1627487-2019-10887. It was reported that the patient's entire scs system was explanted due to an infection. No additional information is known.